Event description:
It was reported that the device overheated and the device cutting accessory fractured during a procedure at the user facility. No adverse consequences or medical intervention were reported with this event.

Event description:
It was reported that the device overheated and the device cutting accessory fractured during a procedure at the user facility. No adverse consequences or medical intervention were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Product not available from user facility.